Event description:
Customer stated, "laying in bed with pad and started smelling smoke," customer then unplugged the pad. Customer was asked "did you notice anything different prior to this occurrence?" Customer stated "seemed like the switch was stuck down." IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." The product has not been returned for investigation. Customer could not provide the lot number present on the heating pad. The customer did not claim any injury. Without the presence of product or lot number, bce is unable to investigate further.

Event description:
The product has been returned for investigation. The product was approx. 33 years and 5 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigators observed that the switch smoked when plugged in. Internal components in the switch were overheating and melting, causing the switch to smoke. Bce believes, the internal components were behaving like that due to wear and tear due to age.